Event description:
It has reported by a dealer that an enduser has reported that the 218-3 grab bars will not stick to the wall. When in use, the grab bars are slipping off the wall. The enduser stated he fell, almost hit head, but no actual injury reported.